Manufacturer narrative:
The returned device was evaluated and the pod was received with the needle mechanism in the fully deployed state. Inspection of the pod data found it free of timeouts, drive stalls, or hazard alarms. Inspection of the pod found the exposed portion of the soft cannula to be damaged. This damage caused fluid to fail flowing the fluid path. The soft cannula was measured to be longer than expected at 1.24 inches long. No other damages or defects were observed that would cause the pod to fail to deliver insulin. Due to the external nature of the soft cannula, the exact timing and cause of the observed damage cannot be conclusively determined, and the damage cannot be confirmed as the root cause of the user reported events.

Event description:
A patient reports while wearing a pod between 24 and 36 hours their blood glucose level had rose to over 350 mg/dl.